Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received, and evaluation is anticipated. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performs pd therapy with a homechoice (hc) device experienced a heart attack. The pt was hospitalized for another indication and on that same day experienced a heart attack during hospitalization. Treatment for the heart attack was not reported. At the time of this report the pt was recovering from the event of heart attack. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review and service history review were performed and there were no issues related to the reported problem. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A sample evaluation was performed and no failure or malfunction were identified that could have caused or contributed to the patient¿s heart attack.should additional relevant information become available, a supplemental report will be submitted.